Manufacturer narrative:
Conclusion: customer to perform own repairs. Customer performed own evaluation and purchased parts for the unit.

Event description:
It was reported via repair work order that there was reduced brake force due to worn brake plates. It was also reported that the left and right siderails had no electrical controls due to damaged cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.